Event description:
It was reported that the insulin pump was suspending delivery of insulin. The customer's blood glucose was 210 mg/dl. During troubleshooting it was noted that the cannula of the infusion set was bent. In the alarm history multiple no delivery alarms were noted but the caller stated that the insulin pump has not alarmed. The caller did not want to continue troubleshooting and requesting a replacement insulin pump, which will be provided. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.